Event description:
I was implanted with essure permanent birth control (B)(6) 2012. In the first few days following I had brief sharp shooting pains on my right side specially when I turned certain ways. This subsided and only came back randomly starting in (B)(6) 2013 with it worsening in (B)(6) 2013. My first hsg test on (B)(6) 2012, showed pt tube on right side with apparent malposition of coil. My doctor wanted me to have another hsg test 6-9 months later to give it more time to close. I did have that second hsg test on (B)(6) 2013, with the head of the obgyn department present as well. I developed a yeast infection right before this test but was told the test could still be done. Result of the second test read my tubes were sealed and I was sterilized. On (B)(6) 2013, I had what I thought was the worst and heaviest period of my life. The pain subsided that evening with pain killers. I woke to light pain with the passing of an embryo (B)(6) 2013. The next day (B)(6) 2013, my birthday, it was confirmed pregnancy tissue. My symptoms worsened from here with vaginal yeast not being controlled with multiple attempts of high dosage drugs. I had lower back pain and right side body aches. My joints and muscles felt weak where I could not hold a phone up to my ear without shaking, walking down stairs my legs felt wobbly, I developed headaches on a regular basis, I could feel a pressure in my pelvic area and near my pubic bone. It felt like my cervix was opening at nights when I would lay down for bed. I tossed and turned at night because I could not find a comfortable position to lay. I would wake with pain in my back and had a hard time walking right away in the morning. I suffered from fatigue, loss of energy, hip pain, chronic pelvic pain, painful sex, loss of libido, copious amounts of vaginal discharge (7 yeast infections total in 4 months) uterine inflammation and gi issues. Running backwards while playing with my daughter I could feel pain and pressure on my right side. Laying on my back reading to my kids I felt a "springy vibration" coming from my right pelvic area. At times I would feel a throbbing, stinging sensation at work sitting in my chair. These pains eventually started to travel down my right leg as well. On (B)(6) 2013, I sought a second opinion because I was not getting clear answers from my implanting clinic. I was told the coils needed to come out and he said it would be difficult to find. I went on (B)(6) 2013 to the hospital for a scheduled laparoscopic assisted supra cervical hysterectomy. My coils, tubes and uterus all came out that day. After surgery I found out I had an adhesion to my liver that was starting to get infected and my uterus was perforated from the right coil. It's been 2.5 months since surgery and I feel like a storm was quieted in my body! I am happy to be on this road to recovery and hope someday essure will be no longer be on the market and harm more women. This was a traumatic experience for myself and my family. Model number was not given to me.